Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3691 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was cut inside the vein in the arm, 5 to 6 cm from the hub. Rest of catheter moved in the heart and a interventional cardiologist removed it.

Event description:
It was reported the catheter was cut inside the vein in the arm, 5 to 6 cm from the hub. Rest of catheter moved in the heart and a interventional cardiologist removed it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter with migration of the catheter fragment was confirmed but the cause is unknown. A radiographic image of a patient¿s chest was returned for evaluation of this complaint. The radiographic image showed a detached fragment of a catheter within the patient. The fragment had migrated and was overlaying the main and right upper lobe pulmonary arteries. The length of the catheter fragment suggested that the catheter break was close to the proximal end of the device. Macroscopic and microscopic examination, tactile evaluation, functional testing, and dimensional analysis could not be conducted without the physical sample. Although a break in the catheter could be confirmed from the returned radiographic image, the characteristics of the break could not be fully evaluated without the physical sample. Therefore, the root cause could not be determined at this time. Possible contributing factors could include material fatigue, sharp instrument damage, improper securement of the catheter, tensile (pulling) damage, and/or over-pressurization. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.